Event description:
It was reported that an episode of non-sustained rv over-sensing was seen on remote monitoring. Further review noted the episode was due to post-paced t wave over-sensing. Programming changes were discussed but not made at this time. There were no adverse health consequences, the patient was stable.